Event description:
Information was received from a patient's representative and patient regarding an implantable neurostimulator (ins). The reason for call was caller stated that the patient had a new battery put in on march 19th and when they went to turn the stimulator on, it wouldn't work. Caller stated that they would get a message that said therapy increase not available and that they cannot increase. Patient also stated that when they activated the therapy last night, it worked for about 2 minutes and then completely went out. Caller mentioned that the implant was at 50% and yesterday the patient charged to 100%. Caller noted that they also get a message saying the recharger is disconnected; caller added that everything is at 100% charge. Caller stated they called a manufacturer representative (rep) and the rep said that it sounded like a glitch with the equipment and not their programming; agent did not obtain rep inform ation. Caller reported the patient charged to 100% and then went to turn the stimulator on and it wouldn't go on. Patient mentioned that they think the rep already set them up with high settings but that they were not getting any connectivity. Patient noted that they had the stimulation for about a month and felt it and then now it just blanks out and they don't understand how; patient added the rep told them they could always add another group at a later date. Patient verified they only have group a. Patient asked if the group died or just got disconnected; agent reviewed information. Agent walked caller through resetting the wireless recharger, communicator, and the handset. Caller confirmed that they were able to start a charge session and was able to connect to the implant. Patient mentioned that they were charging with numbers on the screen that displayed low 2, and the middle kept changing between 2/3/5/9, and the high was 17; agent had patient move the wireless recharger to get higher numbers and patient said they were charging with a good connection at 90%. Agent walked caller and patient through connecting to the handset; caller then turned the therapy back o n, but stated that patient was not feeling any stimulation. Caller noted that they got therapy increase not available again; agent reviewed the message with caller and patient. Patient mentioned they were at 3.6 and 3.7 was high for them when they had first been set up. Agent advised patient to have their settings looked at and potentially add a group. Agent reviewed the error message again but caller was still insistent that the stimulation had been disconnected or there was an equipment issue. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed with caller that it would be beneficial for the representative to go in and adjust the settings to where the patient could feel the stimulation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.